Event description:
The bovie cord severed itself at the junction of the hand piece and cord. It was immediately removed from service. No injury occurred.====================== health professional's impression======================no adverse event.